Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band was fractured and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results: the device returned and no problems were found in the handle. The handle was rotated 180 degrees until an audible click was listened and the suture had seven knots. Additionally, the ligator housing did not return for the analysis. It was unable to confirm the device code with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. The most probable cause of the reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band was fractured and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. It was reported that during the procedure, the band was fractured and failed to deploy. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty setting up the device. There were no patient complications reported as a result of this event.